Event description:
Patient to or for left temporal frameless stereotactic-guided biopsy of brain tumor using stealth navigational image guidance system for computerized stereotactic planning. Unable to obtain good trajectory views due to technical difficulties with led. Procedure converted to non-navigated biopsy. Bur hole placed and biopsy successful. Dr. Reported no adverse outcome from biopsy.

Manufacturer narrative:
Evaluation on site. System was evaluated by corporate representative and determined that recent upgrade of system resulted in missing software module needed to support the instrument that dr. Was attempting to navigate. Dr. Misinterpreted inability to track instrument and assumed issue was hardware related rather that software. Dr. Chose to perform case without navigation. Investigation discovered missing tool file and installation of tool file resolved issue. Results - investigation showed missing tool set from software.